Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the server communication. A technical service engineer restarted the es station to resolve the issue. The system functioned as intended after a technical service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia system that it had a communication issue and patient information was not crossed. The customer reported there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.